Event description:
Films were received and their evaluation was completed. Pre-implant films were reviewed. There is a saccular aneurysm approximately 4cm max diameter, which originates 2cm distal to the lsa. The thoracic diameter distal to the lsa is approximately 3cm. Post-implant images were not provided; therefore, the possible cause of the reported proximal type I endoleak could not be determined.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 4.5 cm in diameter thoracic aortic aneurysm. The proximal neck was 30 mm in diameter and 20 mm in length. The physician performed an ax-ax bypass before tevar. The physician wanted to have enough landing zone so a guidewire was inserted into the left common carotid artery. The physician started deployment of the valiant stent graft at the left common carotid artery and performed a chimney technique to keep the lcca blood flow. The final angiogram revealed that there was an unknown endoleak coming from the lesser curvature side of the aneurysm which showed up in delay. The physician could not determine the type of endoleak present. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (film).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; challenging neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; challenging neck).